Event description:
It was reported while using bd vacutainer® sst¿ ii advance tubes, 1 tube leaked blood due to a crack in the bottom of the tube while on an automated instrument. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation, and upon evaluation of the two photographs, a cracked tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged/cracked product component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.